Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed.  The manufacturing record evaluation (mre) review cannot be conducted because no lot number was provided by the customer. (B)(4). Manufacturer's ref. No: (B)(4).

Event description:
It was reported that male patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis and surgical intervention. All catheters were removed from patient¿s body. The physician performed a post ablation check with the intracardiac echo (ice), the pericardium was dry; however post-procedure, when the staff removed the groin sheaths, the patient became unstable. Cardiac tamponade was confirmed by surface echo. Pericardiocentesis was performed to remove an unspecified amount of fluid from the pericardium. Patient condition temporarily worsened as the issue did not fully resolve. The patient was taken to surgery for a pericardial window. The patient was reported to be in stable condition after surgical intervention and is expected to have a fully recovery. Extended hospitalization was required as a result of the adverse event. The perforation was observed on the right ventricle free wall. No ablation was performed at that location. The physician felt that a catheter could have caused the perforation as they were being removed; however, there¿s no way to know which catheter.

Manufacturer narrative:
Additional information was received on the event on february 4, 2019. There were no factors cited such as patient¿s anatomy or disease that might have contributed to the adverse event. No error messages were observed on any biosense webster, inc. Equipment during the procedure. Transseptal puncture was not performed. A st. Jude medical agilis sheath was used during the procedure. The perforation was observed on the right ventricle free wall. No ablation was performed at that location. The irrigation was set within standard settings for smart touch sf catheter. The patient received anticoagulant (unspecified) during the procedure. The activated clotting time (act) is not available. The thermocool® smart touch® sf bi-directional navigation catheter was not in close proximity to another catheter and it was zeroed after the initial warm-up phase post catheter connection to the carto 3 patient interface unit. The carto 3 system did not indicate to re-zero the catheter. Concomitant products provided: non biosense webster, inc. - st. Jude medical agilis sheath. Carto 3 system. Us catalog #: unknown. Serial #: unknown. Therefore, concomitant med products has been populated. Manufacturer¿s reference number: (B)(4).